Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to pacing rate not as expected. Upon review, the egm showed the left ventricular (lv) lead pacing inhibition caused by oversensing of atrial beats in the lv channel. Ts discussed programming optimization options with the hcp. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.